Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the segment fluid damage, the lcb distal cover glass fluid damage, the light guide cable coating damage, the segment broken, the light guide fiber bundle (lcb) broken, the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the air nozzle clogged, the nozzle gluing missing, the insertion flexible tube (ift) cut, and the lg prong top loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).